Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device would only fire the knife blade about half way down the staple line after only two firings. A new device was used to complete the case. There was no patient consequence.